Event description:
It was reported that during implant attempt, there was high impedance, poor stability, and lack of injury current. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.